Manufacturer narrative:
E1: (B)(6). Updated fields: b4, d9, d10, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11 corrected field: e1 (event site address). The pim "0997-00-1178" was replaced and the device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields : b3, b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions),h11. Three gfe attempts have been performed to obtain additional information. The cause of the failure is still unclear, the investigation will be reopened if new information is given.

Manufacturer narrative:
Due to character limitation in e.1.: full event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an iab loop leaked alarm, during use. There was no personal injury reported.